Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (msc) with an alleged issue to perform failure analysis. Visual inspection was performed and no damage was observed. An in-house mcs tip accessory was installed onto the instrument's tube adapter and the instrument was tested for functionality. The inputs were manually articulated and the grip tips moved accordingly. The grip knob was manually actuated and the blades opened and closed properly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the monopolar curved scissors (msc) instrument did not open nor close. The procedure was completing as planned with no reported injury.